Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, andthe rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The helix of the lead was extrinsically bent, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Event description:
It was reported that the patient felt the "device vibrating". The right ventricular coil impedance spiked high and triggered an alert. During in-office interrogation, the impedance had returned to the previous trend. X-rays were taken. Five days later, high impedance was observed during pocket manipulation and noise was present on the electrogram. The lead was confirmed to be fractured. During the explant procedure, the helix did not fully retract but the physician was able to rotate the lead body to free the lead. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).